Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt3, located on the analog pcb assembly could no longer hold a charge. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on. As a result, the device was unable to charge and shock.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿(B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on. As a result, the device was unable to charge and shock.